Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported a loss of communication and a discrepancy between blood glucose and sensor glucose values. The customer reported a blood glucose value of 41 mg/dl and had emergency medical services dispatched. The customer was treated at the hospital with a glucagon injection. The customer was hospitalized for more than 24 hours. The customer reported a symptom of seizure at the time of a hypoglycemic event. The event involved product(s) mmt-1884, unomedical, mmt-332a, mmt-7040a. Troubleshooting was partially performed for sensor glucose and blood glucose. The sensor glucose (sg) value from the reported event was 110 mg/dl and the blood glucose (bg) value from the reported event was 41 mg/dl and the difference was not within the target range and was more than 30%. Troubleshooting was partially performed for low blood glucose event and the customer has been using the insulin pump system within 48 hours of the reported event and it was unknown whether the customer was using the auto mode/smartguard feature at the time of the event. Troubleshooting was performed for loss of communication between the transmitter and the pump, and the customer stated that the battery was removed from the pump for an extended period of time, caused the pump to shut down. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for unomedical. No product return is required for mmt-332a. No product return is required for mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.